Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had low blood glucose but not hospitalized. Customer's blood glucose was 45 mg/dl. The patient has treated with food. The patient has been experiencing low blood glucose for just tonight and first time. After the troubleshooting was done, customer was advised due to overbolusing for her high blood glucose that is the cause of her low blood glucose and to monitor her blood glucose also talk to her healthcare provider.